Manufacturer narrative:
Customer complaint of ¿no vf triggered¿ was confirmed. Device was programmed to maximum sensitivity in the field, field printout showed that patient went into ventricular fibrillation while device was in noise recovery. As part of the firmware feature, device will not detect any event for 60 seconds after it goes into noise recovery and this is the reason for the ventricular fibrillation event not being captured. Further analysis performed indicated that it exhibited normal device characteristics. Sensitivity test was performed on the device with various settings and it was able to sense within the product specification.

Event description:
It was reported that the device was missing diagnosis of ventricular fibrillation (vf) events due to the activity noise recovery feature of the device. It was noted that the patient had manually stored an episode for being dizzy. The patient later went into vf and passed out. The device was explanted and replaced. The patient was stable before, during and after the procedure.